Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00094 on april 13, 2017. Siemens filed the MDR 1219913-2017-00094 supplemental report 1 on april 28, 2017. The 05/18/2017 additional information: lcms data was provided. (B)(6). The lcms data was compared with the advia centaur and alternate method data. The advia centaur under-recovered by approximately 29% and the alternate method over-recovered by approximately 36% versus the lc/ms method. The advia centaur vitamin d total assay is aligned to the university. (B)(6) university reference method procedure (rmp). The assay is cdc and vdsp certified. Siemens met a performance criterion of +/-5% mean bias to the cdc and (B)(6) university 25(oh) vitamin d2/ d3 reference method with an overall imprecision of less than 10% in the range of 8.8-110 ng/ml for vitamin d. The bias observed with the alternate method versus the advia centaur method may be due to the following: - different standardizations between methods. - the differences in the equimolar detection of both d2 and d3 measurement. - different antibody used. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00094 on april 13, 2017. (B)(6). On 04/14/2017 additional information: the reagent lot number used for the patient testing was provided for section d of the form. Reagent kit lot #: 71097070, expiration date (mm/dd/yyyy): 08/25/2017, (B)(4). Added patient sample: sample: (B)(6); advia centaur xp: 25; alternate method: 43, 48; lcms (oh)d total: not provided. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
The cause for the discordant vitamin d total result is unknown. Siemens healthcare diagnostics is investigating. The reagent lot number used for the patient testing has been requested. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Discordant advia centaur xp vitamin d results were obtained on samples from several patients when compared to an alternate method. The discordant results were reported to the physician and were questioned. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.